Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure date? Event date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a bowel procedure on an unknown date and suture was used. It was observed that the stoma ruptured 5-7 days after the surgery, no suture material was visible anymore and the doctor opined it had to do with the resorption behavior of the suture, it dissolves too quickly. Peristomal and sacral wound healing disorder occurred. The patient did not have inflammatory bowel disease. The surgeon confirmed that no medical or surgical intervention was performed after the event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/21/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. The following information was requested, but unavailable: procedure date? Unknown. Event date? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.